Event description:
The reporter indicated the surgeon attempted to use a ks-ni2 aq310ain 15.5d preloaded injector. When advancing the lens in the injector, the lens rotated and became stuck. A loop haptic was damaged in the process. The plunger was tough to push. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - no consequences or impact to patient. (Lens stuck in injector); (loop haptic damaged). Evaluation method: device work order search. Results: device work order search: a device work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4). Device not returned.

Manufacturer narrative:
Conclusion - (device related): data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4)